Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection on the left side of the lead site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue. The infection has resolved.